Event description:
The patient's mother reported that the ok button was not activating desired pump functions when pressed. The user does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/20/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/25/2012 with the following findings: on investigation, the keypad was found to be damaged; the keypad cover was lifted and peeling on the edge next to the up arrow keypad button. Testing confirmed the ok keypad button responded intermittently when pressed and required multiple presses with increasing force to evoke a response. None of the other keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination present under the contacts of all the buttons.